Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket and due to leakage on the internal nickel-metal hydride battery (nimh). Additionally, the controller failed functional testing due to the voltage of the internal nimh battery falling below specifications. The readings on each cell indicate that the cells were not working as expected. However this is an incidental finding not related to the reported event. The most likely root cause of the controller failing to activate the no power alarm can be attributed to a faulty internal nimh battery. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to address failures of the "no power" alarm. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during smr upgrade, the preliminary test procedure controller failed step 1.1: loose the power connector (port 1) at the controller by slipping out of the sealing ring. The controller was the primary.